Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-32255.

Event description:
It was reported that the customer was hospitalized for high blood glucose the week prior to the call and that the insulin pump went into threshold suspend due to an inaccurate sensor glucose reading. The blood glucose reading was 425 mg/dl, which the customer treated with the insulin pump. On another occasion, the blood glucose reading was 132 mg/dl, compared with the sensor glucose reading of 56 mg/dl. The customer stated that she had high blood glucose and had been suspending insulin for 4 hours due to the sensor glucose discrepancy. Advised the customer that the issue was likely due to the sensor not being situated properly, preventing the sensor from properly tracking changes in glucose. Advised that this may be an issue related to the insertion site location, rotation and insertion technique. Nothing further reported.